Event description:
It was reported that the 9800 system displayed an error code. The system was rebooted and the procedure was continued. No patient injury.

Manufacturer narrative:
The service rep replaced the back plane and the x-ray tube temp. The system operates as intended.